Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID tm91scs2 (B)(6); product type; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient was implanted on december 2nd and had been having issues with the device at different times. Pt reported it was taking 2 hours to charge the communicator. Reviewed it was normal to take 3-4 hrs to charge from the wall. Pt reported they had been having issues getting connected to the implant. Patient said they did not want to mess anything up and not being able to turn it off and on because it happened right after surgery and patient freaked out. The issues seemed to start happening a lot like last week. Patient called the rep on saturday. When patient had issues the other night the communication progress got to 48% and then it stopped. On the call had pt reset the communicator and restart the handset. Patient was able to connect. Troubleshooting resolved the reported issue. Patient also mentioned the implant charge did not last very long, a little over a day and pt had to charge again. Reviewed charging frequency depends on usage and settings. Transferred to prs to check on the ID card.